Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). A physio- control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After readjustment of the flex cable which connects system pcb to user interface pcb assemblies, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.